Event description:
Reportedly, the instrument did not cut or staple and the anvil remained in the tissue. A resection with a blade was made to release the tip of the instrument. There was also increased monitoring of the pt for potential leak of anastomosis. Procedure: colectomy.